Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of the high voltage board causes error e433 when starting up. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the generator had an e433 error. The issue was found during maintenance. No harm reported.

Manufacturer narrative:
Corrections are being made to previously submitted e3 - occupation, g4 ¿ PMA/510(k) #, h6 ¿ medical device problem code, and h6 ¿ investigation findings.

Event description:
No additional information received from customer.